Event description:
A customer reported observing particulate matter inside of the reservoir of an infusor elastomeric device. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not specify that the particles were found inside of the reservoir; the location of the particles was not specified. Additional information: steriomicroscopic inspection of the particles determined that the fibers were a colorless polymeric. The cause of this event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the returned unit confirmed the reported problem. Two white solid particles were found floating in the solution in the fluid path. The particles were confirmed to be of polyester / cellulose material. Upon completion of baxter's investigation, a follow-up report will be submitted.